Event description:
Information was received from a friend or family member of a patient with an implantable neurostimulator for essential tremor movement disorders. It was reported that the patients ins depleted too fast and only lasted for maybe 2 years.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.